Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a patient received multiple inappropriate shocks for supra ventricular tachycardia. Programming changes were made. The device remains implanted. The patient was fine afterwards